Event description:
A profile snare was returned for evaluation. Fluid was detected within the sheath to indicate use. Evaluation found that the snare loop and coupling was detached from the cable. The cable could easily extended and retracted when the handle was activated. The ball weld was not evident on the cable. Crimp marks for the loop and the cable were evident in the coupling. An exact cause for this event could not be determined.

Event description:
It was reported that during a polypectomy procedure, the end of the snare wire broke. The wire went into the pt's stomach, was left in the stomach. Another snare wire was used to withdraw the wire. The product will be returned for evaluation.